Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found that the epgs cable was disconnected from the epgs. He reconnected the cable and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was not powering up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.